Event description:
Boston scientific received information that during the first device follow-up, it was noted the right atrial (ra) lead and right ventricular (rv) leads had been reversed in the header. As a result, a procedure was performed to correct the lead connections. After the leads were appropriately connected to the device, the device could no longer be interrogated. As there was no magnet response, the device was explanted and replaced. After the procedure, the field representative met with the physician and concluded there was no issue with the device. It was possible to interrogate the device, the physician did not have a programmer in the operating room during the procedure. When the physician put the magnet on the device, it was pacing in aoo mode as the device was programmed in aai mode due to the leads being reversed in the header. The device was explanted as the physician thought the magnet application would pace in doo mode. This device was confirmed to be functioning appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.